Manufacturer narrative:
According to the customer, beginning on (B)(6) 2025 the nebulizer is either "creating a foam instead of a mist" or "not delivering the medication like it's supposed to". The customer reported she has not been able to deliver her medication due to the reported issue. The customer reported she administers medication with the nebulizer "4 times per day while awake" for her "copd" diagnosis, and without the medication she has developed "shortness of breath and wheezing". The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, beginning on (B)(6) 2025 the nebulizer is either "creating a foam instead of a mist" or "not delivering the medication like it's supposed to".

Manufacturer narrative:
Update to d9: sample returned. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings.